Event description:
Reportedly, telemetry issues have been observed with cpr4 programming head in the cath lab. Several positions have been tested with different combinations of programmers and cpr4. Especially in the area of the x-ray machine and on the operating table, problems were observed. With a distance of about 2 meters away from the x-ray it worked most of the time.

Manufacturer narrative:
The cpr4 have different antennas than the antennas of the cpr3 and may be more sensible to close surrounding noise, the x-ray machine is the most probable source of noise according to the live tests you performed. New antennas are in evaluation for future improvements of the cpr4 header. In the meantime, in the operation room configuration, the cpr3 header is the most reliable header.

Event description:
Reportedly, telemetry issues have been observed with cpr4 programming head in the cath lab. Several positions have been tested with different combinations of programmers and cpr4. Especially in the area of the x-ray machine and on the operating table, problems were observed. With a distance of about 2 meters away from the x-ray it worked most of the time.